Event description:
During the atrial fibrillation procedure, a blood clot was noted on the catheter. The impedance increased from 100 to 140 ohms, and noise was noted on the electric potential during right pulmonary vein ablation, and a blood clot was noted at the catheter tip. After that, another blood clot was noted during the cavo-tricuspid isthmus ablation. The procedure was completed without replacing the device with no consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were also submitted to product performance engineering for evaluation. The reported event of a thrombus and noise was confirmed. However, the reported impedance issue could not be confirmed. The first image submitted with the returned device shows noise on the egm of the 1-2 ablation bipole. The second image submitted with the returned device shows a blood-like substance on a piece of gauze; however, no blood-like substances were noted at the distal tip of the returned device. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrodes 1-4 and the tip thermocouple met specifications during electrical testing. A simulated ablation test was conducted, and no noise was present during ablation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thombus remains unknown.